Event description:
Customer stated, "woke up when he felt heat coming from the pad. The pad had burnt a hole in his sheets and mattress pad". The product was returned for investigation. The product was approx. 8 years and 3 months old when the incident occurred. The customer did not claim any injury. An investigation was done to look into the customers complaint. The pad had a cut on the cord near the strain relief. This was the source of the burn the customer described. The inspector determined the customer had been coiling the cord around the switch while in use. This caused tension on the strain relief which caused it to break. The customer was also misusing the pad by lying on it while in use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".